Event description:
The customer reported that an 840 ventilator had a cracked oxygen (o2) sensor. The ventilator was not in use on a pt at the time the malfunction occurred. The serial number for the device was not provided. The customer reported to have replaced the o2 sensor. The unit passed all tests.

Manufacturer narrative:
(B)(4).